Event description:
The customer reported that the system would keep fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The error could not be duplicated. The high voltage supply regulator, the generator interface board, the fluoro functions board and the pcb were reseated. The calibration files were reloaded. The system was tested and found to be working as intended and put back into svc.